Event description:
A patient contacted global technical services (gts) and the patient stated she had a last fill bag of antibiotics for peritonitis. The patient stated that she had peritonitis two weeks ago. The patient stated the nurse called her yesterday and said there was still some infection and to use the antibiotics for a couple days. On (B) (6) 2010, the patient was diagnosed with peritonitis. A peritoneal effluent analysis and culture were performed which revealed corynebacterium . On (B) (6) 2010, the patient began treatment with vancomycin. On (B) (6) 2010, the patient's effluent was re-cultured and analyzed the analysis showed nucleated cell count of 230 cell/mm^ 3 and the culture had no growth. The peritonitis had resolved. There were not any allegations against any baxter products in regard to the episode of peritonitis.

Manufacturer narrative:
(B) (4).device not available.